Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2022. There were no consequences to the patient.